Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned.

Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure, the slide hammer handle broke. All pieces were retrieved and the procedure was completed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: this is report 1 of 1 for complaint (B)(4). (B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. : additional information: a product development event evaluation was conducted and the issue with the locking mechanism being engaged prior to insertion of the helical blade has been reviewed on several prior complaints and it has been determined that the helical blade does not contribute to that complaint condition. The key features were checked on the returned blade and all were within tolerance and it was successfully inserted through a tfn nail. The hammer was manufactured in april 2005 and is over 6 1/2 year old. The hammer is used with the hammer guide and, when used correctly, all the striking is done in the central portion of the hammer face. There are three very large dents in the edge and outer diameter of the hammer which indicates that it was dropped or used in a manner that is not consistent with the recommended technique. Given the weight of the hammer, the age, and the force necessary to damage the hammer in such a way, the handle was most likely damaged when that happened and the break completed during the noted use. Conclusion: previous complaints have concluded that the blade does not contribute to the issue if the locking mechanism in the nail is engaged prior to insertion. The issue with the hammer was caused by misuse. Therefore, there are no indications of any manufacturing or design related issues with either of the returned parts. As the review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint, the complaint is considered indeterminate from a manufacturing perspective and as revealed during the device investigation, the damage was caused by being dropped or used in a manner that is not consistent with the recommended technique. Therefore this complaint is invalid and user error contributed to the event. Yes, device was returned and evaluated.